Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-apr-2025. Investigation summary: bd received one photograph and 100 samples for investigation. No additive abnormalities were found in the attached photograph or the samples provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: additive abnormality no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there there was white residue inside the tubes. This occurred in 8 boxes. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was white residue inside the tubes. This occurred in 8 boxes. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.